Manufacturer narrative:
(B)(6) 2015 09:08 am (gmt-4:00) added by (B)(6) ((B)(4)): a maquet field service technician evaluated the device. He found that the metal dust cover was bent and not properly attached to the spring arm. He replaced it with a new one and returned the device to service. The prismalix series yearly maintenance program includes a verification of the covers and shutters on the spring arm. (B)(4).

Event description:
The customer reported that a nurse cut her finger on the spring arm dust cover that was bent, exposing a sharp edge. No patient was involved, the event occurred during a pre-use check of or#23. Factory reference number : (B)(4).